Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynx grip vascular closure device would not advance through the sheath. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device would not advance through the sheath. The sheath was kinked upon removal. There was no reported patient injury. The procedure was peripheral intervention and used an ante-grade approach. The deployer was mynx trained. The product was stored properly according to the instructions for use (IFU). A non-cordis sheath was used with the mynx. The vessel tortuosity is unknown. There was no visible damage in distal end of the sheath after removal. The device was kinked. The patient¿s outcome/status after the mynx event was recovered. Hemostasis was achieved by manual compression, but the time was unknown. The product was not returned for analysis. A product history record (phr) review of lot f1931902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Damage to the procedural sheath, such as the kink condition reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.